Event description:
Allegedly revised due to neck fracture. Orig. Surg. Unknown at this time.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. Photographic images were made of the product. (B)(4): evidence that product in specification when used.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00026. This event occurred in (B)(6).

Manufacturer narrative:
Additional component revised and reported on 1043534-2013-00265.